Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 500 to 600 mg/dl, vomiting, and high ketones considered dangerous. With an unknown cause, however, the customer stated it was possibly related to food consumption without monitoring bg levels. Additionally, the customer stated it could have been due to supplies; however, could not be confirmed. The customer attempted to resolve the issue by delivering multiple correction boluses and consuming fluids. The customer went to the emergency room (ER) where insulin and fluids were administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where potassium and insulin was administered to address the elevated bg. Reportedly, the customer was released from the hospital three days later with the issue resolved and no permanent damage.